Event description:
It was reported that the atrial lead had no capture, noise, oversensing, high impedance and a possible fracture. The lead was capped and not replaced per patient request. There was a lead integrity alert on the ight ventricular lead for noise, oversensing, high impedance and a possible fracture. The lead was capped and not replaced per patient request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, there were 6134 ventricular sensing integrity counts (sic); ventricular tachycardia (vt)-non-sustained episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance spiked to 1425 ohms on (B)(6) 2015 and previously spiked to 4047 ohms during the weeks ending on (B)(6) 2015. Analysis of the device memory indicated the right ventricular lead integrity alert. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more vt-non-sustained episodes and sensing integrity counter (sic) greater than or equal to 30 in 3 days. Concomitant product(s): 5076-52 lead, implanted: (B)(6) 2008. (B)(4).